Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to event. Event: information was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the chipped distal sheath adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during an unknown therapeutic procedure. The intended procedure was completed successfully with the same device. Confirmed there were no patient complications.

Event description:
A user facility reported to olympus their evis exera ii ultrasound gastrovideoscope device has a leak. Upon inspection and testing of the customer returned device, it was observed that the distal sheath adhesive is chipped. There were no reports of patient death harm or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was observed the nozzle was clogged, the cylinder was deformed, angulation was loose and charged coupled device lens was cracked and the cable was short. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.